Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a dashed baseline was displayed when attempting to obtain a input ECG signal from a simulator, in any lead setting and the multi-function cable. The complainant indicated that there was no pt involvment in the reported malfunction.